Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the physician did not know the cause of the failure to open and suspected it to be a device issue as the same technique was used with the replacement pipeline which opened well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the posterior communicating artery. The max diameter was 5mm, and the neck diameter was 4mm. The patient's vessel tortuosity was moderate. The landing zone was 4.5mm distal and 4.70mm proximal. Dual antiplatelet treatment was administered, and the pru level was 135. It was reported that the mid distal part of the pipeline failed to open. The doctor wagged the device for 30 minutes, but it would not open. The middle of the device had been placed in a bend, and less than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times, and no additional steps were taken to open the device. The device was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were said to be great. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a ballast sheath, phenom plus guide catheter, phenom 27 microcatheter, and stryker coils.